Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Home health nurse reported that she was not able to drain a patient's aspira pleural drainage catheter and that the patient reportedly became symptomatic with pain and shortness of breath. Patient went to the hospital on (B)(6) 2015 where they allegedly found the aspira drain plugged with fibrin. The doctor reportedly tapped the patient and the patient was discharged. Patient's symptoms improved after the thoracentesis. Nurse reported that the catheter was not cleared of the fibrin buildup and stated that it still won't drain.